Manufacturer narrative:
(B)(4). Date sent to FDA: 07/27/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2013 and mesh was implanted. The patient reported that the mesh ripped/cut into the bowel in two places and the vagina in one place. The patient experienced incontinence, sepsis and life threatening hemorrhaging. The patient now has to live with a stoma and catheter. The mesh was removed in 2016. No additional information is available.